Event description:
It was reported that the insulin pump alarmed and the alarm history recorded the alarms. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device was received with cracked reservoir tube lip.